Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. Previously administered products included for birth control: iud from 2007 to (B)(6) 2010, depo provera in 2006 and oral contraceptive nos in 2005. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraine/headaches"), menstruation irregular ("irregular menses"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced nausea ("nausea") and dizziness ("dizziness"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods)"), polycystic ovaries ("polycystic ovary syndrome") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, nausea and dizziness had resolved, the genital haemorrhage, metrorrhagia, migraine, polycystic ovaries, menstruation irregular, anxiety, dysmenorrhoea, weight increased and alopecia outcome was unknown and the amnesia was resolving. The reporter considered abdominal pain, alopecia, amnesia, anxiety, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, menstruation irregular, metrorrhagia, migraine, nausea, pelvic pain, polycystic ovaries and weight increased to be related to essure. The reporter commented: per ppf: essure insertion date: (B)(6) 2010. (Discrepancy noted). She had received treatment for bleeding. Current weight (B)(6). Per social media: she reported that she thought one came out. No further information provided. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, dizziness, migraine, weight gain, alopecia, irregular menses, fatigue, migraine". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified event¿ pelvic pain, abdominal pain, metrorrhagia (bleeding between periods), migraine and polycystic ovarian syndrome¿. Reporter¿s information, demographics, lab data, essure indication (amended), essure removal date were added on (B)(6) 2019: plaintiff fact sheet and medical record received. Per pfs following events¿ abnormal bleeding (general), irregular menses, anxiety, dysmenorrhea (cramping), fatigue, weight gain, nausea, dizziness, memory loss and hair loss ¿. Reporter¿s information, demographics (updated) was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report